Event description:
The MFR received info alleging a "service required" alarm condition occurred. The device was not in pt use. During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.